Manufacturer narrative:
Other applicable components are: product ID: 435135, serial# unknown, implanted: (B)(6) 2013-, explanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the user facility that there was a lead malfunction due to twisting of leads, so the device was explanted on (B)(6) 2014. It was noted that there was a lead malfunction of high impedance. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis. See attached user facility medwatch